Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 3 mmol/l at the time of the incident. It was unknown that customer was using auto mode feature at the time of incidence or not. Insulin pump had pump error alarm. Customer stated that insulin pump went blank and had battery failed alarm. Insulin pump had cracked on central button. The device will not be returned for analysis.